Event description:
On (B)(6) 2009, the pt reported she receive an e4 (occlusion) error on her insulin infusion device as she tried to bolus. She stated she changed her infusion set tubing and primed it but continues to receive the e4 when she tried to bolus. She was instructed to disconnect from her headset and try to prime the tubing which she did without error. She stated her headset was changed 2 days ago and the adapter has never been changed. She was advised to change the adapter with every 10th cartridge change. She removed her headset and stated that it looked "slightly bent." On follow up with the pt later the same night, the pt called for assistance in changing her adapter and stated she has had no further occlusions. No blood glucose concerns related to this issue were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.